Event description:
Was the worst experience in my life when the numbing eye drops went into my eyes and the laser started. It felt like acid was burning my eyes, I screamed and was kicking the chair but they just told me to calm down. I have had pain everyday since and today is (B)(6) 2019. Rx meds: a lot now, but none before surgery.